Manufacturer narrative:
Other, other text: additional information: a1,b5, h6( patient code).

Event description:
Additional information was received indicting that the malfunction occurred during testing.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for investigation due to a reported error code. The pump was received with a bubbled downstream occlusion sensor and intact keypad/labels. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A power up self test and a functional test was performed to duplicate the reported problem. The reported problem could not be duplicated. Unable to determine cause of the reported problem, but the error code wad noticed in the device event history log, ehl. The software was reloaded and installed as a preventative action.

Event description:
Information received indicating that the cadd solis vip pump gave error code 46442. No adverse effects reported.